Manufacturer narrative:
Patient identifier: (B)(6) (pregnant female), (B)(6), all available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive alinity I toxo igg results for 2 patient samples while running on the alinity I processing module. The following data was provided: sample ID 100013988468 (pregnant female with previous negative result on follow-up) igg questionable without igm for previous negative result the result was not reported and rerun on another alinity and was negative for the toxo igg on 18nov2022 sample ID 100013988468 ran on ai20989: 1st result: 1.9 iu/ml (grayzone), 2nd result: 0.09 (negative), 3rd result: 1.5 iu/ml, 4th result: 3.4 iu/ml, rerun twice on another alinity (ai23174): <0.2 iu/ml (negative). Sample ID 100014016216: 1st result: 4.13 iu/ml / 2nd result: 1.1 iu/ml, ran sample on another alinity (ai23174): < 0.2 iu/ml (negative). The customer did some troubleshooting and replaced the sample needle and reran sample ID 100013988469 a replicate of 5 times and generated negative results (0.1 iu/ml). There was no impact to patient management reported.

Manufacturer narrative:
Service reviewed the instrument logs from the alinity I processing module serial number (B)(6), and recommended the customer replace the sample alinity pipettor probe. The probe was replaced, and a patient sample was rerun to verify performance. The results were acceptable, and the issue was resolved. The alinity pipettor probe was determined to be the likely cause of the issue. The instrument service history review revealed 2 tickets associated with falsely reactive alinity I toxo igg results, however the reagent was determined the likely cause in those 2 tickets. A review of tracking and trending did not identify any related trends for the alinity pipettor probe or the alinity I processing module. A review of the device history analysis did not identify any non-conformances or deviations for the part and current complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Service reviewed the instrument logs from the alinity I processing module serial number (B)(6), and recommended the customer replace the sample alinity pipettor probe. The probe was replaced, and a patient sample was rerun to verify performance. The results were acceptable, and the issue was resolved. The alinity pipettor probe was determined to be the likely cause of the issue. The instrument service history review revealed 2 complaints associated with falsely reactive alinity I toxo igg results, however the reagent was determined the likely cause in those 2 complaints. A review of tracking and trending did not identify any related trends for the alinity pipettor probe or the alinity I processing module. A review of the device history analysis did not identify any non-conformances or deviations for the part and current complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified. Updated section h10 - corrected wording in the product evaluation investigation. Took out "tickets" and used "complaints".